Event description:
Event: in 2002 at medical center, a powerheart aecd in automatic mode connected to a pt charged up and prepared for shock while the pt was moving. The device was set in advisory mode and the event repeated. No shock was delivered to the pt.